Manufacturer narrative:
A getinge field service engineer (fse) inspected the boards, cables and chassis for damage. The fse straightened the chassis and replaced the broken and bent parts as necessary: wheel assembly, console cover, slide handle assembly, helium tank knob, compressor mounting bracket and screws. Preventative maintenance, functional test and safety checks were performed as per the service manual. All tests passed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was damaged after it fell off of a gurney. There was damage to the wheel assembly, console cover and chassis. There was no patient involvement during this event; therefore, no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. It was determined that the iabp was damaged beyond getinge field repair and will be sent to the getinge national repair center in (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was damaged after it fell off of a gurney. There was damage to the wheel assembly, console cover and chassis. There was no patient involvement during this event; therefore, no adverse event was reported.